Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that the left cylinder had a hole. The left cylinder and pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that the left cylinder had a hole. The left cylinder and pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4). Correction to field g2: report source. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump tubing was cut down to the pump block. The pump passed functional testing. No leaks were identified. The cylinder was microscopically inspected, and leak tested. The microscope test identified that the cylinder had two holes at corner of folds in the proximal end of the cylinder and had wear at fold in the proximal end, middle, and distal end of the cylinder. Leaks were identified. Based on the information available and analysis results, the reported mechanical issue and cylinder - hole/perforated were confirmed.